Event description:
Procedure type: gynecology. According to the reporter: the customer reports that the patient was operated on (B)(6), the device was fixed with the suture. The patient had to be re-operated a week later for important pains as the thread was constricting the small intestine.

Manufacturer narrative:
(B)(4).